Event description:
Patient receiving blood; when spiked blood tubing with 0.9 ns , upper spike broke off and saline bag spilled out on the floor. Tubing was replaced and transfusion completed without issues.the following day, another unit of blood ordered-when spiking 0.9 ns bag,one of upper double spikes fell out again before even spiking the bag. Tubing saved and placed in manager's mailbox.